Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24f sheath is 8.0mm. In this case, the access vessel was 7.8mm and the vessels were indicated to be severely calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported injury is likely due to the less then recommended size of the access vessel. Additionally it was noted that the conduit were placed to facilitate entry of the sheath as the screening vessel mld was 7.8mm. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Manufacturer narrative:
The device was not returned to edwards lifesciences as it was discarded.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the physician reported feeling resistance when attempting to insert the 20f dilator. In order to troubleshoot, the decision was made to place an iliac conduit. The sheath was inserted through the conduit without any complications and the sapien valve was then able to be placed. After valve deployment there was an attempt to remove the sheath but it got caught in the conduit on the way. After an hour and with much difficulty the sheath was able to removed, however, the final movements resulted in the conduit and part of the iliac artery coming out attached to the sheath. A fem-fem bypass was performed to repair the vessel. Additional information provided by the cs, indicated that the physician's had opted to use a conduit to ease the entry of sheath in order to complete the tavr procedure. One day post tavr procedure the patient extubated and was noted to be in a stable condition.